Manufacturer narrative:
(Exemption number e2015036). (B)(4). PMA 510(k): pentax video duodenoscope model ed-3480tk is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Because two endoscopes were identified in the report, a second MDR is being filed for the same patient event, but it reflects information on the other endoscope. MDR 9610877-2016-00007 includes information on ultrasound video gastroscope model eg-3870utk/serial (B)(4).

Event description:
Pentax medical became aware of a report stating, two weeks after an endoscopic retrograde cholangiopancreatography (ercp) procedure, a patient was diagnosed with an abdominal infection caused by stenotrophomonas maltophilia (s.maltophilia), candida, and enterobacter. Pentax video duodenoscope model ed-3480tk/serial (B)(4) and pentax ultrasound video gastroscope model eg-3870utk/serial (B)(4) were used on this patient. The facility, (B)(4) reunion, confirmed, at the time of the report, the patient was still being monitored. S.maltophilia isolated from the devices allegedly involved in this event were sent for typing. Pentax (B)(4) confirmed the devices identified in this MDR were in proper condition, without any indication of any malfunction and both were put into service in august 2012. Pentax (B)(4) provided the following information in its final report to (B)(4) on this event: '"according to the information provided by the user, the re-processing seems to be executed in compliance with the (B)(4). Nevertheless pentax received [ ] information from the user that indicates the pre-cleaning procedure doesn't comply with the instruction for use provided for the chemistry that is being employed ("alkazyme", please refer to the documents that have been sent to (B)(4) on 22.03.2013): the immersion time / irrigation time during the pre-cleaning is apparently significantly shorter than the 15 minutes which are required as per the IFU of alkazyme. The channels are being brushed when the endoscopes are submersed in alkazme, but within the procedure of the hospital there is apparently no concrete time indicated for this step." Pentax (B)(4) indicated in its final report that a possible root cause "has to be allocated to the reprocessing, especially to the pre-cleaning." Pentax (B)(4) filed report # (B)(4).

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A device history review was performed on 10/25/2016 confirming that the duodenoscope was manufactured under normal conditions, passed all the required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.